Event description:
The customer reported the device recorded several atrial noise reversions. Technical services (ts) reviewed the egms and discussed noise on the atrial lead. Ts discussed lead performance: sensing ranges 1.87mv to 2.74mv, capture is high 1.25v at 0.5ms for a chronic lead, pli is acceptable at 680 ohms. Ts discussed considering chest x-rays, reviewing data from the previous device, monitoring and isometric and positional testing; findings will be discussed with the physician. The lead remains actively implanted for approximately 6 years, 1 month.

Manufacturer narrative:
The lead remains actively implanted; as a result, the clinical observation cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.